Event description:
A customer contacted beckman coulter inc. (Bci) in regards to failing gi monitor qc and higher than expected gi monitor results for multiple patients generated on unicel dxi 800 access immunoassay analyzer. The results were reported out of laboratory. Subsequent testing on an alternate instrument produced lower results in a different clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected off-site in plastic serum tubes. The samples were analyzed from aliquot tubes. Service was declined by the customer. Qc performed prior to the event on reagent pack (B)(4) was within the customer's established ranges. Qc performed on reagent pack (B)(4) failed but later came in within the passing range. Although issues with reagent pack has been addressed, no clear root cause for the event has been determined to date.